Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
Caller reported being hospitalized for elevated blood glucose levels after holiday; treatment received was not provided. Caller stated doctor alleges elevated blood glucose level is related with the pump. Requested return of the alleged device for evaluation.